Event description:
Ltv transport ventilator failed while transporting a patient. Pt was an acute respiratory distress syndrome (ards) ventilated patient and in-flight got "battery empty" message with the battery pack attached. Both batteries showed fully charged but when connected to the ventilator they did not charge the ventilator. The ventilator was plugged into the wall and transport was completed. Upon taking the patient from the aircraft to the medical intensive care unit (micu) the ventilator battery showed empty again and then quit functioning upon arrival in the micu. Pt had to be manually ventilated with a bag valve device to be transferred to the bed. With being an ards patient and requiring high pressure, patient had a short period of desaturation until the bedside ventilator could be connected after moving the patient to the bed. This was a complicated ventilator patient that requires high pressure ventilation and having a malfunctioning ventilator is detrimental to them.